Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The device manufacture date was unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device seized, moved heavily and was jammed and blocked. It was further determined that the device failed pretest for check for untrue running, check for excessive noise, check the power with test bench, check starting behavior, check attachment coupling with attachments, and check the attachment coupling. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: it was documented in the initial medwatch report that the device was serviced and evaluated in costa rica. Upon complaint review, it was determined that the device was serviced and evaluated in switzerland. Please note that the initial reporter information in section e has been updated to reflect the change of the initial reporter. The date device returned to manufacturer was documented as 12/22/2017 in the initial report and has been updated as 12/13/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.